Manufacturer narrative:
Date of event was updated from unknown to 07/09/2016. The date this report was received by manufacturer was 7/11/2016 (instead of previously reported 7/12/2016). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak around the filter of a micro-volume extension set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.